Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement and was repositioned successfully. The device was checked at the clinic and the lead exhibited loss of capture and small r waves. A chest x-ray was performed and a lead revision was scheduled. No additional adverse patient effects were reported.